Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported that there was a maxzero blood splash. The event occurred during a blood draw from an unspecified trifusion catheter. While disconnecting the vacutainer, the nurse was splashed with blood. There was no intervention required. Although requested, no additional patient or user details were provided. The event occurred on unit 9t.